Event description:
It was reported that t:slim X2 pump battery would not charge even though pump showed power source alert and caller used working wall outlet and wall adapter, and caller did not have other charging cable or adapter to try. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use injections if pump battery depleted before new charging supplies arrived, Tandem Technical Support arranged shipment of replacement charging cable and wall adapter, and multiple follow-up calls were made but customer did not answer and was asked via voicemail to call back to confirm whether pump was charging properly, with no additional information received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.